Event description:
During routine testing of the device at the service center, the service technician reported that the low pressure transducer did not read the gas pressure correctly. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.